Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressurized underwater leak testing identified a leak from the injection site. A more detialed visual inspection revealed that the injection site disk was missing from the injection site. Three retained samples were visually inspected, and all samples were conforming. A companion sample was visually inspected and underwater leak tested without noting any issues.the cause of the missing injection site disk was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva bag experienced a leak from the fill port during filling. There was no patient involvement. No additional information is available.